Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was confirmed dislocation occurred on (B)(6) 2019 by the x-ray even though there had been no particular problem with the condition after tha surgery performed on (B)(6) 2019. It was reported the tha surgery was performed as follows. The cup 44mm was fixed with 3 screws after it was confirmed the fixation angle by the x-ray. The surgeon trial tested with trial implants except the cup, confirmed dislocation position and leg-length, and explanted the trial implants. The liner (+4 mm,10 degree, 28mm inner diameter)was implanted after washing out. It was planned to use the c stem #2 however it was not able to implant to the femur so the cpt stem (size0 extended offset/manufactured by zimmer) was implanted and fixed by the vacu-mix cement. The surgeon trial tested with the trial head, decided the head length. The delta head (28mm,+3.5mm/ manufactured by zimmer) was fixed and the surgeon confirmed dislocation position and leg-length. The fixation angle of the cup was slightly shifted in comparison with the preoperative plan, but the surgery was completed without any problem and there was no surgical delay. No further information is available.